Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient's father was advised to put a full charge on the smart device, reset smart device, and pair new with same transmitter. If unsuccessful, change the sensor and use the same transmitter and pair new. No additional patient or event information is available.